Manufacturer narrative:
Philips service replaced the image disks and recreated the image store. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that low disk free space caused image storage errors on an allura xper fd20/10 & fd20/20. The clinical use of the system was in use. There was no reported patient or user harm.